Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty, the bearing inserter fractured. No patient injury was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One act artic hd imptr adapter was returned and evaluated. Upon visual inspection the adapter had completely fractured. There was no impact damage visible on the part and no damage to the square feature. Sem report showed fracture surface artifacts consistent with overload fracture. The impactor has potentially been used in the field for over 2 years, and it is unknown how many times it has been impacted. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.